Event description:
It was reported that elective replacement indicator (eri) was found and early battery depletion was noted for the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.